Event description:
Oxygen port breaking off of rear housing on resuscitator after about one week use. Customer reports breakage during a brief period of one or more weeks. Customer reports normally uses these resuscitators for 3 months without breakage. Manual resuscitator used as sole source of oxygen and ventilation during periods of time that mechanical ventilation is unavailable, for example in the shower and on some automobile outings. If oxygen port were to break during an occasion in which the resuscitator is the sole source of ventilation and oxygen, oxygen may become unavailable to that pt from the device; however ventilation would still remain available with this self-inflating resuscitator, an oxygen dependent pt could have some risk or injury.